Event description:
The (B)(6) female with left thalamic hemorrhage, ivh and hydrocephalus admitted on (B)(6) 2015. Pt taken to operating room for ventriculostomy and evd placement on (B)(6) 2015 using medtronic ventriclear ii ventricular drainage catheter lot # ns549985 ref.# (B)(4) expiration date: 09/01/2016. On (B)(6) 2015, rn attempted to change out evd drainage bag, but was unable to unscrew connection at the drainage connector. While attempting to unscrew the connector using stat locks, the connection that screws into the evd device and into the drainage bag popped off and broke. Md was notified and the drainage system was successfully changed out with no harm to the pt. Dates of use: (B)(6) 2015. Diagnosis or reason for use: ventricular hemorrhage.